Manufacturer narrative:
Age: the patient is 18 years or older. This device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 15mmx4.0mm, eccentric, de novo target lesion with a bend of 45 degrees was located in the mildly tortuous and moderately calcified right coronary artery. After the lesion was crossed with a non-bsc guidewire and guide catheter and pre-dilated with a 3.5x15 balloon catheter, a 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that the distal of the stent itself was deformed. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.